Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. It was noted that the internal power source was unable to charge. It was reported that the alarm occurred during normal use. Customer's blood glucose reading was noted to be 230 mg/dl. Insulin pump is expected to return for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. It passed self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error (B)(4) noted during testing. However, power error (B)(4) noted in trace download analysis due to intermittent non-sleep anomaly software error. The device was received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, faded serial number label, corroded battery tube and minor scratches on lcd window.